Event description:
A peritoneal dialysis patient has reported for two nights he received alarm that supply bag lines were blocked. He said that both nights when he was done with his treatment and removed the supplies he saw dampness in the cycler. Patient's effluent has remained clear, he has had no ill effects and performed manuals to complete treatment. Patient was not provided antibiotics due to the leak. He was on antibiotics for his sight and not for his pd. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This report is associated with MDR # 8030665-2014-00425.